Manufacturer narrative:
(B)(4). This report is for an unknown screws: cortex/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary reviewing attached x-ray, the complaint description can be confirmed that three cort. Screws pulled out from the plate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 3 cortical screws had been pulled out of the ulna/radius as the dementia patient was hitting something vigorously. New screws had to be placed. It was also reported that the plate might be reused therefore, is not available for return. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # 4), unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This report is 3 of 3 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 is used to capture additional medical/surgical intervention required and device explantation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.